Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge errors during the load process. Reportedly, the customer has to hold the cartridge down in order to load the cartridge successfully. Subsequently, it was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. In addition, the customer stated going to bed with a blood glucose level in the low 120's (mg/dl), and waking up with elevated blood glucose levels of over 400 mg/dl. Reportedly, the customer feels they are not receiving their hourly basal. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.